Manufacturer narrative:
Device not returned. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua.

Event description:
User reported strong chemical odor, nauseous. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.